Event description:
It was reported that surgery was performed on (B) (6) 2010 to replace the magnet of the pt's internal device. The pt reportedly fell approx one month prior with no sign of trauma to the implant site. One week later, the implant site was swollen. The swelling subsided, but an x-ray revealed that the magnet had migrated from its original position in the device.